Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, document d are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including bleeding, other neurological events (not stroke-related), and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. It also lists thromboembolism as a potential late postimplant complication no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a patient who experienced a ground level fall (glf) was found to have a subarachnoid hemorrhage (sah)/subdural hematoma (sdh). The patient was transferred to the hospital on (B)(6) 2025 for higher level of care (hloc) and evaluation by neurosurgery (nsgy). The patient underwent am emergent left craniotomy on (B)(6) 2025 for sdh evacuation due to 2/2 worsening neurological status. The patient remained in the intensive care unit (ICU) where their stay was complicated by ongoing neurological deficits. The patient was emergently intubated for hypercarbia and worsening somnolence. They had a bilateral middle meningeal artery (mma) on (B)(6) 2025 and went to interventional radiology (ir) for a cerebral angiogram and intercranial spasmolysis on (B)(6) 2025. The patient was do not resuscitate - continue other treatment (dnr cot) and was liberated from the ventilator on (B)(6) 2025 at the urging of the families wish to not be reintubated. The patient decompensated further due to inability to ventilate properly. Per family request patient was transitioned to comfort care. The patient passed away on (B)(6) 2025. The event was not device related. No autopsy was performed